Manufacturer narrative:
Evaluation: at this time, we are unsure why the pt became paralyzed. Discussion was held with attending physician, and it was thought that pt anatomy may have been a factor in this event. During the clinical trial for the zenith aaa endovascular device, there were no reported events of this type.

Event description:
The pt was a female with no known risk factors for spinal cord ischemia. The iliac arteries were occluded for approximately 25 minutes during the insertion of the device for an endovascular aaa repair. Pt had developed bilateral lower limb paralysis soon after the procedure, and has had only mild improvement since the procedure. The pt was seen by a neurologist who thought the pt probably had aberrant spinal cord arteries coming off of the aneurysm sac which occluded with device placement and caused spinal cord injury.